Event description:
The mast assembly swiveled around in the mobile base causing the hoist to tilt. The nurses in attendance were able to stabilize the hoist and patient and no injury occurred. One person involved.